Manufacturer narrative:
Catheter: model # 8731, lot #b002711n49, implanted: (B)(6) 2004, explanted: unknown. The pump was stopped for > 6 months. Gear 3 inspection revealed slight residue on upper shaft and significant residue on lower shaft. Gear 4 inspection revealed significant residue on lower shaft. Final analysis of the pump revealed pump/motor/corrosion/gear train anomaly. Two catheter segments (proximal and distal) and the straight pump connector were also returned for analysis. Catheter segment 1 was noted to be partially occluded with dried drug; "able to break loose". Both segments were patent with no leaking noted; no anomaly noted. No anomaly was noted in the straight connector. No significant catheter anomalies noted.

Event description:
The pump and catheter were returned to the manufacturer for analysis with no information; no event reported.